Manufacturer narrative:
The office reported no errors or device malfunctions during the treatment. Zeltiq reviewed the system logs for the treatment date and confirmed that no system malfunction or errors occurred during the treatment. Treatment in a patient with a hernia in or adjacent to the treatment site is currently listed as a warning in the coolsculpting user manual. In addition, hernia is listed in the user manual as a possible rare side effect. The user manual has been distributed to all current and new customers.

Event description:
On (B)(6) 2016, zeltiq was informed of a female patient who developed an umbilical hernia after coolsculpting treatment on (B)(6) 2016. The patient was treated to the abdomen using coolcore applicator. On (B)(6) 2016 the office informed zeltiq that the patient did not have a pre-existing hernia prior to the treatment. The patient consulted a surgeon for the hernia who indicated a need for hernia repair, making this reportable.

Manufacturer narrative:
This is a follow-up report for MDR 3007215625-2016-00005. Zeltiq received additional information on this case. Sections have been updated with this information.

Event description:
This is a follow-up report for MDR 3007215625-2016-00005. Zeltiq received additional information on this case. Sections have been updated with this information.